Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a vertical sleeve gastrectomy and hernia repair, half of the plastic protector of the ligasure tip was off the handpiece. The piece was viewed inside the patient with the laparoscopic camera and removed.